Manufacturer narrative:
On site functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was experiencing occasional freezes. When these occur, they have to restart the system to be able to use it. There was no patient present at the time of the event.